Manufacturer narrative:
Measuring cable (pin broken) defective, replaced. Function test and test measurements without errors.

Event description:
In this event it was reported that a raypex 5 apex locator provided incorrect measurements, no injury resulted.